Event description:
Semi-comatose resident had been checked on by nursing assistant at 5:20am and repositioned resident. Other nursing assistant checked on resident at 6:40am and found resident dead with neck between bed rail and mattress. Resident had 4-5 centimeter bruise on right/hand side of throat. Distance between mattress and bed rail was 3-4 inches.